Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor for the thermal therapy system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735719, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that the monitor was not functioning. There were lines across the screen intermittently. This was reported outside of a case and there was no patient present when this issue was identified.

Manufacturer narrative:
Lot/serial number of concomitant product provided. Ln/sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the powering on the thermal therapy system for an excessive period of time was suspected to have contributed to the reported issue.